Manufacturer narrative:
Based on the information provided, this event is being considered use error as the stapler logs indicate that this firing was a partial fire and the surgeon could have unclamped via console controls. The system logs also indicate that the emergency stop button was not pressed prior to the use the of the srk. Using the emergency stop button disengages the instrument from the system, allowing the srk to unclamp the jaws manually. Both srks were returned with damage that has been attributed to the user. An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The endowrist stapler 45 instrument did not fire during testing. The system was tested with no issues found. The endowrist stapler 45 instrument was being returned as well as the broken srk. The system was tested and verified as ready for use. Isi received the products involved with this complaint and completed the device evaluation. Failure analysis confirmed the reported event with the stapler 45 instrument via instrument logs. The stapler was used at the site on (B)(6) 2021 using system (B)(4) and failed due to error code 22030. Error 22030 states the firing failed. Further analysis of the logs showed the firing failure was due to hi-torque. The instrument was able to pass initialization during failure analysis. Clamp and fire function passed with no issue. Staple formation from the reload on a test sheet passed. No physical damage was found on the wrist. The stapler instrument was returned and a brand new in-house srk was able to be used properly on this instrument to manually open and close the grips. There was no lodged/broken tool where the srk was inserted. Failure analysis confirmed the reported event with the srk (part number (pn): 381215-03) used during this event. The coupling mechanism of the release tool was found broken at the tip. Material, approximately 0.14" x 0.08", was missing and not returned by the customer. The root cause of this finding is attributed to the user. Failure analysis confirmed the reported event with the other srk (part number: 381215-02) used during this event. The coupling mechanism of the release tool was found warped with several indentations. It was no longer smooth in surface. No missing material was observed. The root cause of this finding is attributed to the user. Failure analysis received the blue reload 45 for this event but the investigation has not been completed at this time. Failure analysis received the stapler sheath used during this event. No tears or damage was observed, other than normal wear and usage of the sheath. A review of the system logs for the procedure date of (B)(6) 2021 has been performed and the following was observed: no relevant errors were observed during this procedure. The stapler 45 instrument used during this procedure was not reused in any subsequent procedures and had 42 uses remaining. A senior failure analysis engineer reviewed the stapler logs for this stapler 45 instrument and the following information was provided: "logs show that pn 470298-14, lot t10201008-0082 was installed once, using a blue reload. Instrument had 1 incomplete clamp in 2 clamp attempts, and then the firing resulted in a firing failure at (B)(4) completion. There is no unclamp event recorded in the dsp logs. Msc logs confirm the firing failure via error 22030 with p1 = 1. Msc logs do not show any e-stop press or evidence that the system detected use of the srk on this stapler. According to the tool table, the stapler has 42 uses remaining." This event is being reported due to the following conclusion: it was reported that during a da vinci-assisted procedure, the surgeon removed part of a vessel by stapling off the tissue that the stapler 45 instrument was stuck on prior to releasing the instrument grips. It is unknown at this time if the surgeon planned to remove this portion of the vessel prior to this issue occurring. Follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.

Event description:
It was initially reported that during a da vinci-assisted nephrectomy surgical procedure, an endowrist stapler 45 instrument was stuck on a vessel while trying to fire. The customer reported using the stapler release kit (srk) to release the tissue and in the process, the srk broke. The customer reported there was no patient harm and they were able to complete the procedure. No further details were given. The live logs were not available during the call. On 17-sep-2021, intuitive surgical inc. (Isi) contacted a site nurse and the following additional information was provided: the stapler 45 instrument had 41 successful fires and on the 42nd fire, the stapler instrument allegedly malfunctioned and they could not get the jaws to open. The customer used a 3rd party laparoscopic stapler instrument to staple right below the endowrist stapler 45 staple line before they used the srk to open up the jaws. However, the srk broke off in the endowrist stapler 45 instrument. The site was able to remove the stapler with no adverse effect to the grasped vessel/ tissue and no unexpected tissue/ vessel was removed. There was no bleeding. The vessel was in the kidneys. During the call, the reporter did not want to provide any patient information. On 06-oct-2021, isi contacted a site nurse and gathered the following information: the nurse confirmed they were present during the case and confirmed that two srks were used during the procedure. It was noted that the first attempt with the srk did not work as the tool broke. As a result, a second srk was used to successfully open the instrument jaws; however, the second srk broke as well.